Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) and performed failure analysis (fa). The unit was tested on an in-house system in normal mode with no related errors. The unit was also tested on a patient side cart fixture test platform with no related errors. The instrument sterile adaptor will be replaced as a precaution per engineering. Isi also received the instrument arm drape accessory. The drape was inspected and found to have both magnets present and wires tape attached, no missing or damaged components. No product issue was identified. A review of the logs associated with this event has been performed, and showed that universal surgical manipulator (usm) 3 and 4 were very close together after the monopolar curved scissors (mcs) instrument was installed. There is a possibility that a collision occurred between the two usm¿s causing some unintended movement due to the closeness. There were no system related errors related to the event. The isi field service engineer (fse) also went on site and was unable to duplicate the issue. The usm was replaced as a precaution. In the da vinci x system user manual regarding intraoperative arm management, the following is noted: identifying and resolving instrument collisions if resistance is felt at the hand controls, or non-intuitive motion is observed, there may be an external arm collision or an internal instrument collision. To resolve collisions, do the following: check for collisions by inspecting the arms or by asking the bedside assistant. Identify whether the collision is external (between the arms). If the collision is not external, identify whether the collision is internal (inside the patient). A. Return to the surgeon console and inspect for internal instrument collisions. Do not take control or move instruments to prevent further interference. B. Safely retract the endoscope and survey the surgical field to check for internal instrument collisions. Resolve the collision.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported complication cannot be determined although the customer believes the uninitiated movement of the universal surgical manipulator #3 (usm3) was due to a lack of muscle relaxant induced by the anesthesiologist. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Although the fse was unable to reproduce the customer reported issue, the fse replaced usm3. The system was tested and verified as ready for use. Isi has not received the usm3 that was involved with this complaint to perform failure analysis. A review of the instrument log for the mcs instrument associated with this event was performed, and the instrument was last used on (B)(6) 2024 on system (B)(6). The instrument had 6 uses remaining after last use. A review of the site's system logs for the reported procedure date was conducted, and revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci assisted low anterior resection procedure, the patient experienced bleeding after the universal surgical manipulator #3 (usm3) moved unintentionally. When the unintended movement occurred, perivascular tissue was being dissected and an monopolar curved scissors (mcs) instrument on usm3 was being fired. Tissue that was nearby was injured and there was also bleeding reported. The amount of bleeding is unknown; however, the customer was able to achieve hemostasis. It was unknown what medical intervention was rendered due to the bleeding and injured tissue. The customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance with troubleshooting the issue. The logs were reviewed by the tse and it was confirmed there were no errors in the logs related to the reported event. The tse suggested the biomed engineer check the video recording for any collisions between instruments, but there were no collisions observed. The procedure was completed robotically and there were no post-operative complications. Isi followed up with the customer to gather additional information regarding the reported event. The surgeon reportedly does not believe a malfunction of an isi system, instrument or accessory occurred during the procedure. The surgeon reportedly believes the event occurred due to a lack of muscle relaxant induced by the anesthesiologist.